Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate. Based on available information, the event appears to be associated with adaptive insulin dosing in the context of limited or absent meal announcements. A factory reset was performed, and the user was advised to resume consistent meal announcements moving forward.

Event description:
On 18-jun-2025, a clinical provider reported that on (B)(6) 2025 the user experienced a severe low blood glucose (bg) event prompting a call to emergency medical services (ems). Ems treated the user at home with oral glucose. The user was not hospitalized. The clinical team noted that the user had not been consistently announcing meals prior to the event and had elected to perform a factory reset. The user planned to resume regular meal announcements and follow up with their healthcare provider.